Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Additionally, it was reported that the pump battery was depleting quickly and that the customer's pump case would not clip securely. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.